Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the external pulse generator (epg) failed to turn on. It was also found on analysis that the device had a broken ventricular connector, liquid damage was found in the battery compartment and the hanger assembly was worn. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functionality tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) which returned into service was found to be out of specification during manufacturer analysis. There was no patient involvement.